Event description:
The customer tested around 8 or 8:30am and received a result of 339mg/dl. The customer was having difficulty walking and went to the pharmacy. They were advised to go to the emergency room. At 9:30am the hospital received a result of 122mg/dl and the customers device read 329mg/dl. The customer was given a prescription for diabetic medication which they took for 2 days. The doctor told them not to take any more, doctor said it was their cholesterol medications causing them pain. A request was made for the return of the suspect device and replacement product was sent.